Manufacturer narrative:
Visual inspection confirmed the reported bulging of the device was due to swelling of the battery. Batteries may swell as they deplete due to pressure caused by the chemical reaction inside the battery. Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
During follow-up, it was impossible to interrogate the device. It was also observed that the device changed shape, there was a bulged surface. The patient did not receive a device alert and no transmission was present on merlin.net. The device was explanted and replaced. The patient is stable.